Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted. It was reported that the system stored an untreated episode due to oversensing of myopotential noise. The patient may have been working in his workshop at the time of the episode. The sensing vector was set to the primary vector. Technical services reviewed and discussed some programming options with the caller. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide correction information that the original report was incorrectly stated to be a supplemental report; it was not. Below is the correct text: it was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide correction information that the original report was incorrectly stated to be a supplemental report; it was not. Below is the correct text: it was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide correction information that the original report was incorrectly stated to be a supplemental report; it was not. Below is the correct text: it was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. This time, it was due to t-wave oversensing via a change in the intrinsic morphology. Technical services reviewed the data and advised some programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. The sensing vector was set to the primary vector. Technical services discussed some testing and programming options with the caller. There were no additional adverse patient effects. The system remains implanted.